Event description:
The dentist returned an implant and has requested a replacement. No additional information was provided.

Manufacturer narrative:
This incident was reported as a pecautionary measure. The initial report from the complainaint was not clear as to whther a product malfunction had occurred; it only stated that the customer returned the implant and requested a replacement. Additional information will be requested and an update will be provided to the FDA when additional information is available. Additioanlly, itis unclear whther or not the device in question will be returned for investigation. If the product is returned, the FDA will be provided with the results of the investigation in the form of an update.